Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not connecting to the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not connecting to the server. The field service engineer (fse) confirmed that the device was online, although there had been intermittent disconnects. The fse replaced the cable and the communication sled, after which the device remained online without further issues. The system functioned as intended after the field service engineer repaired the device.